Manufacturer narrative:
Explant date - six to seven months after total elbow arthroplasty procedure. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excess activity." The examined implants consisted of a radial head and stem. No attempt was made to disassemble the components for this evaluation. The head and stem appear to be tightly attached. There are some scratches on the articulating surface as well as around the rim. It is unknown when this damage occurred, but the light scratches on the spherical radius are consistent with scratching from foreign particle debris. Dimensional evaluation found component to be within appropriate design specification. This report submitted march 30, 2011.

Event description:
Patient reported undergoing total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient was revised approximately six or seven months later due to pain. During the revision, the surgeon found the implant to be loose and some damage was noted in the arm. The head and stem were removed but were not replaced with any implants.